Event description:
New information revealed that the lead was capped and replaced on (B)(6) 2019. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine follow-up. Interrogation revealed oversensing due to lead noise. Fluoroscopy revealed externalized conductors on the lead. Lead replacement was discussed. The patient was stable.